Event description:
A biomedical technician reported during surgery, the surgeon had intermittent footswitch issues. The surgeon was able to use the footswitch to complete the procedure. There was no pt impact or delay reported.

Manufacturer narrative:
A company service rep examined the system and could not duplicate the reported issue. A new footswitch was ordered as a precautionary measure. The system was then tested and met all product specifications. The company service rep reported the system seemed to function correctly. The surgeon that was present at the time of the service visit was the same surgeon that had the issue. The rep looked at the surgeon's footswitch settings and the "step-" was assigned to the left heel which is not the normal setting for step down. The sales rep will contact the surgeon to ask if that's the way he wants the footswitch setting. (B)(4).